Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and functional testing was performed. No defect was observed. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and one similar complaint for this lot number was found.

Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a hemodynamic monitoring procedure, the pressure monitoring set waveform was incorrect. The pm set was found to be leaking blood from the planecta.